Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. The ipg signal outputs were monitored with an oscilloscope for about two hours and stimulation never turned off on its own. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving intermittent stimulation. It was confirmed that the patient's ipg was turning on/off unexpectedly. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.